Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted ipg and leads were discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred approximately six months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).